Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal varices ligation (evl) performed on (B)(6), 2010. According to the complainant, during the procedure, the first three bands deployed successfully however, when they attempted to deploy the fourth band it would not release from the ligator head. The device was removed and it was noticed that the bands were stuck together. The case was completed with a second speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the handle found no issues. There was deformation on the handle slot to indicate the trip wire was once properly cinched into the handle slot. The trip wire was also wound around the drum, indicating the handle had been turned to deploy the bands. The deployment thread was broken and was attached only to the ligator head. The ligator head had 6 partially deployed bands and the teeth on the ligator head showed severe damage. Functionally, the handle knob was able to be turned and take up slacks. In addition, there was an audible click heard at each complete turn. The deployment thread on the ligator head was pulled to deploy the remaining bands however; the thread broke and was unable to deploy the remaining bands. The most probable root cause has been determined to be design, as evident by the tooth damage on the ligator head. The force applied to the teeth may have exceeded the design limitations. If the teeth become deformed, the teeth will allow the knot to be pulled from the ligator without deploying the band. Once one band is not properly deployed, the subsequent bands will not deploy properly.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophageal varices ligation (evl) performed on (B)(6), 2010. According to the complainant, during the procedure, the first three bands deployed successfully however, when they attempted to deploy the fourth band it would not release from the ligator head. The device was removed and it was noticed that the bands were stuck together. The case was completed with a second speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.